Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2017 a field service engineer (fse) replaced the bent sampling needle assembly and performed preventive maintenance on the g8 instrument. The g8 instrument was functioning within specifications after completing the repair a 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4), from 06-nov-2016 through 06-dec-2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 3- assay operations, states: if the primary tube adapter is too loose, the tube may tilt during sampling and the sampling needle may not pierce at the proper location. The needle may be bent or broken. Be sure to use an adapter size that is appropriate for the primary tube diameter. Chapter 5, maintenance procedures, 5.10 - sampling needle replacement, provides step-by-step instructions for the operator to follow in replacing the sampling needle assembly. The most probable cause of the bent sampling needle assembly could not be determined.

Event description:
On (B)(6) 2017 a customer reported a bent sampling needle assembly on the g8 instrument. The customer stated that sampling needle assembly was hitting the site of the specimen tube. The customer requested service in order to address the reported issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.